Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was receiving baclofen (unknown concentration and dose) via an implantable pump for intractable spasticity. The date of the event was (B)(6) 2015. It was reported the patient had the pump implanted and approximately a month later they experienced an infection and "something dark was a part of it". The patient had a gradual change in therapy with infection symptoms in the pump pocket. The symptoms were a blister on one side of the incision and drainage. The patient went for a checkup and the blister popped and started draining. The patient went to the hospital and was then rushed via ambulance to another hospital. An infection was confirmed and was associated with the implant. Cultures were done but nothing grew thus it was believed the antibiotic "must have being its job". Treatment was intravenous and oral antibiotics. The pump and catheter were explanted. The infection was resolved. The patient was currently taking oral baclofen since he no longer has the pump device or therapy. The patient was considering have a new pump implanted in (B)(6) 2016. The pump was great and had helped him a lot. The patient went to rehabilitation and was able to walk and stand again. The cause of the infection, date of the event, medical history, concentration, dose, lot number, therapy dates as well as concomitant drugs were not reported; additional information has been requested, but was not available as of the date of this report.